Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump basal settings were entered incorrectly. Customer's blood glucose was 150 mg/dl. Tandem technical support assisted customer with adjusting basal settings correctly.